Event description:
During a standard procedure, a dental electrical hand piece got hot but did not cause any injury.

Manufacturer narrative:
During a standard procedure, a dental electrical hand piece got hot but did not cause any injury. During analysis of the handpiece was found that it had a medium debris level. The bearings have been binding, vibrating, stiff and falling apart. The head heated up quickly during testing. To determine any defects on a handpiece, a visual-and functional check prior to use is mandatory. Reported due to 2-year-presumption rule.